Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple power error detected alarm. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test, sleep current measurement, active current measurement and displacement test. Insulin pump trace download analysis confirmed the pump alarmed power error , low battery alert, power loss alarm, replace battery alert, replace battery now alarm. The power management tool confirmed power error , low battery alert, power loss alarm, replace battery alert, replace battery now alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error.